Event description:
The complainant reported that after a second impella cp was implanted in a patient, a large hematoma grew and the patient hemodynamics became unstable. The patient underwent a vascular cut down. Two purse strings were placed to help control the bleeding, and eight units of packed red blood cells were transfused. When attempts were made to advance impella flows dropped significantly with suction alarms, so the device was left in a shallow position. The patient was successfully weaned off the pump and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, positioning issues, and low pump flow has been completed. The pump was not returned. Data logs were not recovered. The cause of the reported issues was not determined since product was not returned and insufficient clinical details.